Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) due to lumbar canal stenosis at l3/l4. Intra-op, the set screw could not broken off while performing final tightening at left l5. As the thread of the set screw also broke. So the set screw were replaced. There was a delay of less than 60 min in overall procedure time as a result of this event. Patient complications reported as unknown due to this event.

Manufacturer narrative:
Product analysis results: visual macroscopic visual and macroscopic examination revealed thread deformation. The threads appear to be damaged from something gripping the screw as the damage is all on ons side. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. Unable to indemnify root cause of thread damage. If information is provided in the future, a supplemental report will be issued.